Event description:
It was reported that this right ventricular (rv) lead was explanted due to consistently high, out of range shock impedance measurements, the lead was examined through fluoroscopy, but no fracture was observed. A new lead was implanted. The lead is expected to be returned. No additional patient effects were reported.